Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, a coronary sinus dissection occurred resulting in a small pericardial effusion. The device was implanted without the left ventricular lead. After the procedure, the patient's blood pressure (bp) decreased and normal saline was administered which normalized the patient's bp. A drain was also placed with no improvement. The patient was discharged from the hospital one day following the procedure and was in stable condition. Further information was requested but not yet received.

Event description:
Additional information received indicating after the procedure, the patient's blood pressure dropped and did not improve 2 hours post procedure. A drain was then placed, fluid removed and the effusion resolved.